Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Stockert generator. Transseptal needle. Agilis 8.5 french sheath. (B)(4)

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool sf nav catheter and suffered a cardiac tamponade requiring surgical intervention. During the procedure, the patient became hypotensive and a tamponade was confirmed by intracardiac echocardiogram. Pericardiocentesis yielded 1300cc. Patient was sent for surgical intervention. There is no information regarding the patient's status. Physician did not provide a causality opinion. Transseptal puncture was performed with an unknown needle. Sheath used was an agilis 8.5 french. Generator settings included power at 40 watts (not titrated) with 20 watts on the posterior wall. All other parameters were default for sf catheters. Overall ablation time at the site of injury was 15 minutes. Last ablation cycle time at the site of injury is unknown. Irrigated catheter flow was set at 8ml/min at 20 watts and 15 ml/min at 40 watts. There were no error messages observed on any bwi equipment during the procedure. Patient received anticoagulant (heparin) during the procedure with activated clotting times maintained in an unknown range.